Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited regurgitation during an intraoperative tee. The aorta was reopened, at which time it was observed that one of the leaflets of the valve was not coapting completely. An attempt was made to place an add'l suture in the sewing ring, in an attempt to get the leaflet to fully coapt. The attempt failed. The decision was made to remove and replace the valve, which was performed without reported complication. No adverse pt effects were reported.

Manufacturer narrative:
Analysis: received in an explant kit in a clear solution, 0.2% glutaraldehyde. A slight tear in the left cusp along the outflow margin of attachment appears to have occurred during retrieval. All leaflets are slightly stiff but flexible. High speed eval shows all three leaflets coapt completely with no evidence of gapping between the free edges upon closure. A lower than expected eoa was observed, which is likely caused by an outflow tear at the lc margin of attachment that has created a path for seepage of fluid into the margin of attachment along the entire cusp. The fluid within the cusp causes the leaflet to not open fully to the margin of attachment. The tear appears to have occurred during explant. The bias is also torn directly above and there is no evidence of intracuspal hematoma. Upon closure, there is a slight prolapse of the rc free edge near the right non-coronary commissure. All posts, particularly the lc, are bent slightly inward- this likely caused or exacerbates the slight prolapse. Hydrodynamic results show gradients that are significantly higher than baseline testing, likely due to the seepage of fluid along the outflow margin of attachment of the left cusp. Regurgitation results are within the range of historical baseline testing. Conclusion: device acceptable per pulse duplication testing for regurgitation. No evidence to suggest a product malfunction that likely caused or contributed to the reported event, as the damage appears to be induced. Device explanted and replaced without reported pt complication.